Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "constant low battery even after being plugged in" was confirmed and duplicated during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced in order to correct this condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed the device has not been previously sent into service for the reported condition. However, during previous services, the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a "constant low battery even after being plugged in". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.